Manufacturer narrative:
(B)(4).

Event description:
The physician believed that an infection may have been caused by the pump due to the patient's implant surgery. The pump was explanted from the patient. After the pump was explanted the physician determined that the pump was not the cause of the infection. The patient's underlying disease (cancer) was determined to be the cause of the infection. It was also reported that the physician believed that the explant may not be necessary, but a decision was made to explant the pump as a precaution. The pump was discarded after the explant.